Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced explant of mesh due to left groin pain, recurrent left inguinal hernia repaired with new mesh. Treatment provided for these conditions include removal surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of left inguinal hernia. It was reported that after implant, the patient experienced recurrence, persistent pain, abscess, fibrosis, adhesions, fat necrosis. Post-operative patient treatment included revision surgery, excision of mesh, repair of hernia with life cell strattice mesh and bard 3d max mesh, indirect sac was carefully dissected away from the cord, abscess drainage, aspiration of left lower quadrant soft tissue.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of left inguinal hernia. It was reported that after implant, the patient experienced recurrence, persistent pain, abscess, fibrosis, adhesions, fat necrosis, inflammation, ascites, and bulge. Post-operative patient treatment included revision surgery, excision of mesh, repair of hernia with life cell strattice mesh and bard 3d max mesh, indirect sac was carefully dissected away from the cord, abscess drainage, aspiration of left lower quadrant soft tissue.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.